Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the complaint received, it appears that the complaint should be related to the patient condition, not procedure. Device is still implanted in the patient.

Event description:
It was reported to nevro that the patient had developed necrosis at the ipg implant site. The patient underwent a revision procedure to remove the necrotic tissues. The ipg pocket was enlarged and the ipg was placed back in the same pocket. Follow up report indicated that the patient is recovering well. There are no further reports of complication.